Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that via the initial procedure performed in 2008, involved three target lesions. The first lesion was direct stented with a 2.5 x 18 mm promus. Pre-dilatation was performed on the second lesion. Located in the proximal left anterior descending (lad) and a 2.5 x 18 mm promus stent was implanted, resulting in 0% residual stenosis. The third lesion in the distal lad, was treated with direct stenting using a 2.5 x 28 mm promus. A grade a dissection proximal to the stent occurred during placement and a 2.5 x 8 mm promus stent was implanted to treat the dissection. The patient was discharged two days post initial procedure on aspirin and plavix. The patient returned the following month, due to 95% stenosis of the proximal lad and was treated with a xience stent resulting in 0% residual stenosis. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.